Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "in CT while transferring to bed, the cvc slipped out. The suturing wing was defective, which is why it slipped out in the first place. Medical consequences: no central venous access available, circulatory instability if vasoactive medication. If no other venous access is available, no medication can be administered intravenously." Patient current condition is unknown at time of this report. Multiple attempts for additional information has been requested but no information has been received at the time of this report.

Event description:
It was reported that "in CT while transferring to bed, the cvc slipped out. The suturing wing was defective, which is why it slipped out in the first place. Medical consequences: no central venous access available, circulatory instability if vasoactive medication. If no other venous access is available, no medication can be administered intravenously." Patient current condition is unknown at time of this report. Multiple attempts for additional information has been requested but no information has been received at the time of this report.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 4-l catheter for analysis. Definite signs of use were observed within the catheter extrusion. Visual analysis of the catheter revealed that both suture wings on the juncture hub were torn. The observed tear in the suture wings did not occur at the molding seam. The appearance of the tears is consistent with undue force applied to the suture wings during use. The damage to the suture wings likely caused or contributed to the reported defect. The catheter body length from the juncture hub to the distal tip measured 225mm , which is within the specification limits of 207mm - 227mm per the catheter graphic. The outer diameter of the catheter measured 2.946mm which is within the specification limits of 2.87mm - 2.97mm per the catheter extrusion graphic. Three device history record reviews were performed based on potential lots provided from the sales history of the customer, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user "precaution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The customer report was confirmed by the complaint investigation of the returned sample. Visual examination revealed that both suture wings on the juncture hub were torn. Additionally, the customer reported that "the suturing wing was defective, which is why it slipped out in the first place". The separation point was consistent with undue force being applied during use. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend complaints of this nature.